Manufacturer narrative:
The battery component code, (B)(4) was inadvertently entered on the initial MDR. The correct code (B)(4) fuse) is provided with this supplemental submission.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. A medtronic representative went to the site to test the equipment. The medtronic representative replaced the f11 and f12 fuses. The imaging system passed the system checkout and was found to be fully functional. Issue resolved with part replacement. No further relevant issues reported.

Event description:
A radiologic technologist (rt) from the site reported that after removing the imaging system from a room and taking it back to its storage spot and plugging in, the mobile view station (mvs) continued to beep and eventually powered down. There is no line power light and the image acquisition system (ias) battery indicator lights were stationary when powered on, indicated they were not charging. There was no patient present when this issue was identified.